Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device screen showed carefusion bluescreen. A technical support specialist dialed into the station and confirmed that the medapplication version 1.6.1 was running normally. The specialist verified that the station screen displayed the medapplication window and was back online. System performance metrics including central processing unit (cpu), memory, and disk usage were idle, and uptime was zero days. The structured query language (sql) server management studio (ssms) was accessed to confirm that the database size was 2.6gb, which was within threshold limits. The medapplication log was reviewed and showed a protocol error. The customer was contacted and confirmed that the station was operational after a five-minute reboot and agreed to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station showed carefusion bluescreen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.